Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence, as the device was not functioning as intended. A surgical procedure was performed in which the device was removed and replaced. Upon explant, the balloon was found to be empty, and inflation testing confirmed the presence of a leak. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of recurring incontinence is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.